Manufacturer narrative:
At the time of the reported field action, customers were notified. Device repair or returns were handled within the scope of the field action. No further information is available as this is a retrospectiv report based on field action affected serial numbers dating back to 2011.

Event description:
An 8100 lvp was identified as being affected by the bezel mechanical assembly recall. This event is reported retrospectively as a presumptive malfunction report.